Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported unknown implant was not returned for inspection. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has not occurred and the reported event, as it relates to the returned driver was unconfirmed. Functionality of the reported implants could not be verified without their return and with the information provided. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative h3 other text : device not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown / not provided. Device not returned.

Event description:
It was reported that the driver became stuck to the implant. Another implant and driver were used to complete the procedure.